Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). Rep called today to discuss options for moving the patient's current ins from back of neck to upper back or sub-clavicular region due to pain being created by location of the ins. Caller will be discussing further with healthcare provider (hcp) and patient. Additional information was received from the manufacturer representative (rep). Rep reported that the ins was placed right over the cervical spinous process, which was causing the pt discomfort. Rep was made aware of the issue at the surgery and the action taken was moving the ins to the right about 1 inch. The issue has been resolved. The information has been confirmed with the physician.